Event description:
Additional information was received on (B)(6) 2013 when a copy of the patient's x-rays were received by the manufacturer for review. The generator was seen in the left chest. Most of the generator was not visible in the views available therefore proper pin insertion, whether the filter feedthru wires were intact, whether the lead wire was intact at the connector pin, and whether there was lead present behind the generator could not be assessed. There did not appear to be any lead discontinuities in the portion of the lead that could be visualized. No sharp bends were observed in the lead portion that could be visualized. Based on the x-ray images provided, an exact cause for the report of high impedance could be determined. However, based on the views available, whether the lead pin was fully inserted could not be assessed nor the portion of the lead near the generator. The presence of a micro-fracture in the lead also cannot be ruled out.

Event description:
Additional information was received on (B)(6) 2012 when the physician reported that x-rays were taken and would be sent to the manufacturer for review; however the x-rays have not been received to date. No patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance.

Event description:
Another set of x-rays were received for review. The lead pin appeared to be fully inserted into the header of the generator. The lead wire appeared to be intact at the location of the connector pins. There was a portion of the lead located behind the generator that could not be assessed. There did not appear to be any lead discontinuities in the portion of the lead that could be visualized. The manufacturing records for the lead were reviewed and the device met all specifications prior to distribution.

Event description:
On (B)(6) 2013 it was reported that the vns patient was referred for a full revision surgery. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2012, it was reported that the vns patient was seen that day and after interrogation and running diagnostics, messages were seen saying "current voltage not currently being delivered" and "lead impedance is higher than expected." The system diagnostic test results showed output=limit/lead impedance=high/dcdc=7/neos=no. The normal mode diagnostic test results were also showing output=limit/lead impedance=high/dcdc=7/neos=no. The patient's device was then disabled due to the high impedance. Good faith attempts for additional information were made to the physician but were unsuccessful. Although surgery is likely, it has not occurred to date.

Event description:
Additional information was received on (B)(6) 2013 when an x-ray report from the hospital was received. The report stated that they did a two-view x-ray of the chest due to vns 'malfunction' and that the lead appeared intact. It was reported that a copy of the x-rays would be sent to the manufacturer for review but they have not been received to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Device manufacturing records were reviewed. Review of manufacturing records confirmed lead met all specifications prior to distribution. X-rays reviewed by the manufacturer, no gross lead discontinuities observed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.